Event description:
It was reported that oversensing on the ventricular channel was observed. The sense/pace portion of the lead was capped and defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.